Manufacturer narrative:
Electrode belt (B)(4) was returned to and evaluated by the distributor. A review of distributor records and download data confirmed that the electrode belt was intermittently unable to detect the patient's ECG signal, causing false asystole declarations. The distributor evaluation confirmed that the electrode belt trunk cable connector was unable to securely connect to a monitor, intermittently causing the false asystole declarations. The trunk cable connector was physically damaged. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving false asystole alarms. A review of distributor evaluation records confirmed that the patient's electrode belt was not able to securely connect to a monitor.